Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4) are related to the same event.

Event description:
It was reported that during an atrial fibrillation procedure the noise was observed on ic, and bs channels on both carto and ep recording system at the same time. The customer changed that catheter and cable; however the issue did not resolved. The issue was resolved by changing second catheter and the case was completed without any patient consequence. Upon following up with the customer, bwi received additional information that stated the anesthesia machine did not have the correct filter so it had noise too. Since the physician did not have any signal available to monitor the patient¿s heart rhythm this complaint is assessed as reportable event.